Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is needed because it was reported that the patient had recharging issues after a positional movement. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the reported issue remains unknown. Follow-up was conducted to obtain this information.

Event description:
Additional information was received that indicated that the patient thought everything was great, and the reported issue was resolved.

Event description:
The patient reported that they were having issues with recharging since a positional movement. They had bent over and felt something pull and come loose. They felt this pop sometime between their previous recharging session and the recharging session the night prior to the report. The night prior to the report they had an issue with the position of the antenna during recharging. They repositioned the antenna and had all 8 coupling boxes filled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.